Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that during removal of the lead from pocket site, the lead broke off. The lead was partially explanted so a portion remains in the patient's body. The lead was replaced and no further complications are anticipated or reported.